Event description:
It was reported that a cartridge alarm occurred, specifically cartridge alarm 20. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to alternate method of insulin therapy.